Event description:
It was reported that this implantable pacemaker exhibited noise, undersensing and high out of range impedance measurements on the right ventricular (rv) channel. Evaluation of the patient on the clinic was discussed. Reprogramming of the device was performed and monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported.